Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cf4006 eptfe vascular graft allegedly leaked. The leak eventually stopped, and no other device was used to finish the procedure. There was no reported patient injury. This information was received from one source. Patient age, weight and gender were not provided.